Event description:
It was reported that the lead was explanted and replaced due to externalized conductors. Electrical measurements also noted to have declined.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.0-9.3cm from the distal tip. The silicone insulation was abraded and the sensing conductor was visible. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.